Event description:
It was reported that the customer's pump screen was dark and would not turn on, and the battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to confirm the pump was not plugged into a power source, press the center of the button, and later plug the pump into a known working power source. Customer was able to charge the pump with an alternative tandem charging cable.